Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that parts of the epg had become detached. However it was noted that control knob was broken and it was replaced. No additional faults were found and the epg then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that parts of the external pulse generator (epg) had become detached. There was no patient involvement.